Event description:
The event is reported as: the staples did not come out, though the trigger could be depressed with no problem. No patient injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.